Manufacturer narrative:
(B)(6).

Event description:
The customer reported a nav-ring issue. It was unknown how the issue was found. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
No details were provided regarding the evaluation of the device. The customer ordered a replacement front bezel; however, it could not be confirmed if the customer replacement resolved the issue. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event. A delay to patient therapy was not reported due to this failure. There was no report of patient or user harm. No parts were received for failure investigation. However, previous investigations on similar failure have shown that liquid ingress due to variability of the assembly process was the root cause of the reported failure.